Event description:
It was reported that a pump declared an altitude alarm, causing the customer¿s insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to gently clean the speaker holes and reconnect the existing cartridge, but these actions did not resolve the issue. The customer was then instructed to load a new cartridge and resume insulin delivery. However, the alarm recurred within five minutes, leading technical support to advise waiting two hours to allow any residual moisture to evaporate, with plans for follow-up.